Manufacturer narrative:
Reported event: an event regarding a fractured involving a triathlon tibial insert trial was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. The reported event is the result of a design issue. To address this issue, a design change occurred in 2010 to obsolete this product and create a new replacement product. No further investigation is required at this time. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
Sales rep, patient had total knee replacement. During surgery the trial was cracked when he was trying to insert into the knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Sales rep, patient had total knee replacement. During surgery the trial was cracked when he was trying to insert into the knee.